Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: rep followed up with the account on 04/19 and discussed the incident further. Asked if a uterine manipulator that contained metal had been used. The rn who was present during the case confirmed that this was the case. Rep explained that the harmonic is not designed to come into contact with metal during activation and that this may have been a cause of the blade breaking, but couldn't be sure. That said, the surgeon is an experienced harmonic user. ¿xray abdomen showed no retained metal.¿

Event description:
It was reported that during a laparoscopically assisted hysterectomy procedure, the device was being used, then the device stopped working and came up with a message on the machine to remove the blade from the patient. The surgeon did so, then followed the prompts to clean the blade and check all the connections; after which it said the hand piece was broken and to replace it. The scout nurse unplugged the lead and plugged it back in to see if there was a fault with the machine. A test was done on the device and it was inserted into the port. Prior to further use the surgeon checked the device in the patient and noticed the blade had broken off. An extensive investigation of the abdomen was completed; the abdomen was flushed multiple times and the entire patient¿s abdomen was checked. Prior to closing the patient another extensive search and flush was completed. The specimen was also checked, along with the drapes, trolley and all the fluid that got sucked out. The blade has not been located yet; unsure if broken blade still in patient. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch n93j8c. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.